Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that the iol was fully implanted and then removed due to the doctor changed her mind due to a posterior capsule tear that occurred after the implant. A different lens was implanted. Triamcinolone disclosed a strand of vitreous in the anterior chamber. A small anterior vitrectomy was performed. No sutures were required. The procedure was completed with a non jnj lens. Reportedly, the patient is doing well post-op. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: dec 21, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: the suspect lens was received for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and coated in viscoelastic residue and blood. The lens was cleaned an no issues that could cause or contribute to the complaint issues were observed. No complaint simplicity was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: in review, it was noticed that the following information were inadvertently not included in the initial MDR report and or required correction; therefore, the information has been corrected in this supplemental MDR report and the following fields were updated accordingly: section a4: patient weight: it was indicated that patient's weight was 110, but no units were indicated. The unit of lbs. Was selected as a default. Section b5: the affected eye was the right eye. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section g4: combination product: no. Section h6: type of investigation: 4109. Section historical review: a search in complaint system revealed that no other complaints have been received for this production order number. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.